Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a cracked top case and both plunger cases. The motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, the pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced the motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.